Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The quality of the digitally reconstructed radiograph (drr) is directly correlated with the quality and protocol of the preoperative scan. Investigation of the case logs and preoperative scan revealed that the drr appears washed out and contains hard edges in the ap and lateral views due to the preoperative scan being of poor quality and appearing grainy. Furthermore, the preoperative merge contained a significant shift. This means that the anatomy in the fluoroscopic images was not aligned with the anatomy in the drr, making it more difficult to visualize the patient anatomy when checking the preoperative merge. The user can adjust the brightness and contrast of the drr to better visualize patient anatomy. Ultimately, the issue was unable to be resolved, and the case was aborted. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
Today dr. (B)(6) wanted to do another case with the egps. Because the planned cases cannot be transferred to the robot from the laptop (see the last eef´s) he took the CT scan vrom the pax system of the hospital. He planned the case on the egps and wanted to register the patient in the pre-op CT modus. When he took the fluoro shots to merge he could only see the levels l1 to l3 in a CT flip. The thoracic CT scan was totally lost, see attached screen shots. He had to aboard the case and the patient had anesthesia without a reason, in germany that is assault if brought to court, so not fun. Dr. (B)(6) will not do any more cases until this problem is solved. Three cases for this week.